Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet was offline and drawers were unavailable. Remote troubleshooting identified that the drawer adapter was missing in network connections. The user was guided to toggle the adapter switch to the "I" position, which restored connectivity. The application was relaunched, and normal operation resumed, allowing the user to log in and successfully dispense medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet went offline. A technical support specialist (tss) remoted in and observed the drawer adapter was missing in ncpa.cpl. Tss guided the customer to toggle the switch to "I," which restored the adapter. Tss relaunched the application, and the customer successfully logged in and issued medication. The system functioned as intended after the technical support specialist troubleshot the device.